Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. Manufacturing review: the lot history records were reviewed with particular attention to manufacturing and inspection processes. Based on this review the products of this lot were confirmed to have met all specifications prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. Even though the deployment mechanism was found activated upon receipt, the stent was still loaded inside the sheath. The handle of the deployment system was opened during evaluation and a force transmitting post was found broken which made successful deployment impossible. However, an indication for a manufacturing related issue was not identified. Potential product and non-product related factors which may have caused or contributed to the reported failure were considered. Therefore, previous investigations of similar complaints were reviewed. Deployment failure of a stent may be associated with challenging patient anatomy or a difficult placement site. Additional contributing factors could include deployment without prior pta, the way the system was handled during the procedure, or use of inadequate accessories. In this case, it was reported that the tracking path was crossover and the lesion was predilated. There were no reported difficulties to track the delivery system to the target lesion. Based on sample evaluation, a force transmitting component was found to be broken, which may be an indication for increased deployment forces. An indication for a manufacturing related issue was not identified. Based on the information available and the evaluation of the sample returned break of force transmitting component and failure to deploy the stent is confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk associated with the reported issue was found addressed in the IFU, as the IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit." Directions for use regarding pre deployment procedure and stent deployment procedure were found addressed in the IFU. In particular the IFU states: "do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment (...) Regarding pta the IFU states "predilation of the lesion should be performed using standard techniques." Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using a lifestent xl device. Allegedly during the procedure, the stent did not deploy. The procedure was completed using another device. There was no reported patient injury.